Manufacturer narrative:
Per (B)(4) final report. The device manufacturing records for the two implants and four of the returned devices have been identified and reviewed. All parts conformed to the correct specifications at the time of manufacture. Unfortunately the device manufacturing records for two of the instruments could not be identified or reviewed. The particle which was returned with the instruments was sent for analysis and it was identified that the particle was titianium in origin. Thus ruling out that it had come from one of the corin instruments as these are stainless steel. It is possible that the particle may have come from the corin stem, this being titanium in composition, however, as the stem was implanted and not available for examination, it is impossible to determine if this was indeed the source. It has been reported to corin that the introducer instrument was pre-attached to the implant whilst on the disposable sheet, where the particle was later found. Based on the above, the origin of the particle could not be fully determined and no further investigation can be conducted. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During the implantation of a corin bipolar head and cti ii stem the clinical nurse prepped the implants and instruments on a clean disposable sheet. The implants were placed into the patient and after that the nurse found a piece of metal (2-3mm) on the sheet. It was reported that it is thought this piece of metal may have come from one of the instruments. Please note: the cti ii stem and some of the surgical instruments listed in this report are not cleared for sale or distribution in the us and this event occurred outside of the USA.

Manufacturer narrative:
Per - (B)(4) initial report. The reported instruments and metal piece have been returned to corin for examination. The device lot codes will be identified and the relevant device manufacturing records will be reviewed. Details of the device examinations and document reviews will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
During the implantation of a corin bipolar head and cti ii stem the clinical nurse prepped the implants and instruments on a clean disposable sheet. The implants were placed into the patient and after that the nurse found a piece of metal (2-3mm) on the sheet. It was reported that it is thought this piece of metal may have come from one of the instruments. Please note: the cti ii stem and surgical instruments listed in this report are not cleared for sale or distribution in the us and this event occurred outside of the USA.